Manufacturer narrative:
Device evaluation: visual inspection of the returned product found a scratch on one haptic. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.5 diopter, in the patients right eye (od) on (B)(6) 2016. The patient was removed to recovery. The patient was checked a short time later and the lens was noted to have a low vault. The patient was returned to surgery, the lens was explanted the same day, and a longer lens was implanted. The reporter stated there was no patient injury and the cause was unknown.

Manufacturer narrative:
Additional information was received - patients post-op uncorrected visual acuity was 20/15, with good vision. (B)(4).